Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller reset the pump, which resolved the issue, and declined a replacement. Customer service advised the caller to contact them again if the problem recurred; the caller understood the advice.